Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the clinician states the patient had extensive occlusive right upper extremity deep vein thrombus surrounding the PICC. The catheter was placed on (B)(6) 2016 into the right upper arm in the basilic vein of a (B)(6) male patient. An ultrasound was performed on (B)(6) 2016 for a suspected thrombosis. The ultrasound showed occlusive thrombus is visible around the PICC in the right basilic vein. No right upper extremity deep vein thrombosis. As a result, the catheter was removed on (B)(6) 2016 and a new one placed in the left upper extremity.